Manufacturer narrative:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system there was three occurrences of false positive results. Patient samples were involved and upon repeat using another max all results were negative. No patient impact was reported.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system there was three occurrences of false positive results. Patient samples were involved and upon repeat using another max all results were negative. No patient impact was reported. The following information was provided by the initial reporter: customer reports multiple false positive result while using cat 44500301 lot 2119120. Per customer, they have several sars-cov-2 runs with discrepant results. 1. What result did the customer obtain from the bd product? All results were n2 positive. 2. What result was the customer expecting to obtain? Upon repeat, all results were negative. 3. Was this a qc, validation, or proficiency test? No, patient specimens. 4. Was patient treatment changed as a consequence of the issue with results? No, specimens were repeated in accordance with the customer's internal protocols, before the results were reported. Samples were repeated using other max ct0838, and all repeated negative.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system there was multiple false positive results. Patient samples were involved and upon repeat using another max all results were negative. No patient impact was reported. The following information was provided by the initial reporter: customer reports multiple false positive result while using cat 44500301 lot 2119120. Per customer, they have several sars-cov-2 runs with discrepant results. What result did the customer obtain from the bd product? All results were n2 positive. What result was the customer expecting to obtain? Upon repeat, all results were negative. Was this a qc, validation, or proficiency test? No, patient specimens was patient treatment changed as a consequence of the issue with results? No, specimens were repeated in accordance with the customer's internal protocols, before the results were reported. Samples were repeated using other max ct0838, and all repeated negative.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.